Manufacturer narrative:
(B)(4). One used lf1723 was received for evaluation. The returned sample did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found the jaws opened and the jaws deformed. The customer reported that the plastic coating over the jaws of the instrument was coming off. The reported condition was confirmed. Inspection noted that the seal plate of the fixed jaw was bent and the polymer was broken and deformed. The damage to the jaws indicates excessive force was applied to the tip of the jaw causing it to bend and the polymer break. The damage to the tip of the jaws and seal plate indicates user mishandling during an open procedure. The investigation identified the root cause of the reported event to be attributed to the user grasping a hard object and applying enough force to permanently deform the fixed jaw. The IFU warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Event description:
The customer reported that the plastic coating over the jaws of the instrument was coming off. The staff set the original instrument aside and opened a new device. The customer returned the device with the insulation damaged and a piece missing. The custoemr confirmed that nothing fell into the patient.